Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Cause of high impedances is unknown. The results of the requested chest and neck x-rays are also unknown at this time.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name activa; product ID 3389s-40 (lot: va1ketc); product type: 0200-lead; implant date (B)(6) 2017; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient called to report that their activa rc patient programmer was displaying an oor error when they interrogated it. The patient is scheduled to come into the clinic on (B)(6) 2024 for follow-up programming. The issue will be investigated then. There are no known patient/external/environmental factors at this moment. The issue has not been resolved at the time of this report. No symptoms were reported. Additional information was received stating that all impedances with contact zero on the left lead were above normal (4100-4600 ohms) which explains the oor message on group a which is set at 0-,c+. After some adjustments to the stimulation, the physician measured impedances again, and the second measurement showed all contacts normal. The healthcare provider (hcp) ordered chest and neck x-rays to see if any visible connection issues were present.